Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, single-port (sp) monopolar curved scissors (mcs) gray tip of the instrument was found broken. No fragments fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found the retaining cover and metal accessory were returned detached. Although the accessory was detached, visual inspection found no damage. The retaining cover and metal accessory were reinstalled. The accessory was successfully installed on an in-house monopolar curved scissors (mcs) instrument. The instrument was placed on the in-house system for testing. There was no tip detection failure regarding the mcs accessory observed. The instrument also tested for energy delivery with the returned mcs tip accessory and passed. No product issue was identified. The complaint regarding the plastic part and scissors were disconnected was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.